Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited decreased impedance and multiple noise reversions; the noise was reproducible. The patient had been routinely performing strenuous upper body activities. On (B)(6) 2014, the lead was capped and replaced, insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.